Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 71-year-old male with cardiomyopathy and a pre-support clinical presentation consistent with scai shock stage d underwent placement of an impella 5.5 via right axillary/subclavian surgical arterial access on (B)(6) 2026. During support, the device functioned as intended at p-4, providing flows of approximately 3.2 l/min with a purge solution consisting of d5w sodium bicarbonate (0 iu/ml heparin). While on support, a high purge pressure alarm indicative of a purge system blockage was observed. The purge tubing and purge cassette were replaced; however, the alarm condition persisted. No purge line kinks were identified, and dextrose concentration was not above 5%. The pump speed was not reduced as per troubleshooting guidance. Per medical affairs recommendation, alteplase (tpa) was added to the purge solution as an off-label intervention to mitigate potential biomaterial accumulation within the motor. There was no reported adverse clinical impact to the patient. It is unknown whether the addition of tpa resolved the issue. The device provided intended circulatory support until successful weaning, and the patient outcome was survival the device was subsequently weaned and explanted on may 26, 2026. Further analysis is required to determine the root cause of the purge system obstruction. The patient survived.